Event description:
The customer reported being in the emergency room due to high blood glucose of 416mg/dl. The customer stated that the insulin pump was not functioning properly. The caller mentioned that the device alarmed no delivery several times, but she kept using. Then she received a motor error alarm. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and the alarms were confirmed. Performed the displacement test, self test, and high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.